Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe tip broke off. This was discovered during use. The following information was provided by the initial reporter: material no.: 306547, batch no.: 9127846. It was reported that the tip of the syringe broke into the tubing. When going to give medication through medline. The 0.9 ns syringe was removed from tubing and the tip of the syringe was broken off and remained in the tubing. New line set up was made and the defective tubing removed and turned in.

Manufacturer narrative:
The following fields have been updated with corrections: site legal name (FDA): columbus (west). B.5. Describe event or problem: it was reported that 10 ml bd posiflush¿ normal saline syringe tip broke off. This was discovered during use. The following information was provided by the initial reporter: material no.: 306547, batch no.: 9127846. It was reported that the tip of the syringe broke into the tubing. When going to give medication through medline. The 0.9 ns syringe was removed from tubing and the tip of the syringe was broken off and remained in the tubing. New line set up was made and the defective tubing removed and turned in. D.1. Medical device brand name: 10 ml bd posiflush¿ normal saline syringe, d.2. Medical device type: ngt, d.2. Common device name: saline, vascular access flush, d.3. Medical device manufacturer: columbus (west), d.2. Medical device catalog #: 306547, d.4. Medical device expiration date: 2022-04-30, d.4. Medical device lot #: 9127846, d.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: columbus (west), g.5. PMA/510(k)#: k161552, h.4. Device manufacture date: 2019-05-07.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe tip broke off. This was discovered during use. The following information was provided by the initial reporter: material no.: 306547; batch no.: 9127846. It was reported that the tip of the syringe broke into the tubing. When going to give medication through medline. The 0.9 ns syringe was removed from tubing and the tip of the syringe was broken off and remained in the tubing. New line set up was made and the defective tubing removed and turned in.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe tip broke off. This was discovered during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the tip of the syringe broke into the tubing. When going to give medication through medline. The 0.9 ns syringe was removed from tubing and the tip of the syringe was broken off and remained in the tubing. New line set up was made and the defective tubing removed and turned in.